Manufacturer narrative:
Year of birth of the patient (a.2) - 1985. Photo evaluation: visual analysis of the photographs identified red encapsulation device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported for right side "capsular contracture baker grade iii", and "double capsule". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, g1, h6.

Event description:
Patient reported right side "clearly palpable and visible capsular contracture," baker grade not specified, and "strong pain." Healthcare professional later reported capsular contracture baker grade unknown and "severe pain." Healthcare professional additionally reported "capsular contracture baker grade iii", and "double capsule". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "clearly palpable and visible capsular contracture," baker grade not specified, and "strong pain." Healthcare professional reported right side capsular contracture, baker grade unknown and "severe pain." The device remains implanted.